Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a vial with residue and debris on the lens. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
D6a - corrected to 07-may-2020 in initial MDR. G4 - combination production is n/a in initial MDR. Claim#: (B)(4) .

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.50/1.5/104 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size , similare (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.